Manufacturer narrative:
The hill-rom field technician performed mod 373 to repair the bed. Mod 373 is a field corrective action which replaces the brake detent assembly.

Event description:
Account alleged that the bed is having brake issues.